Manufacturer narrative:
Block a2: the patient's date of birth is reported to be (B)(6). Block e1: initial reporter facility name is (B)(6). Block h6: device code a150103 captures the reportable event that one of the basket wires detached from the tip before force was applied. Block h2: correction g4 premarket / 510(k). Block h11: the returned trapezoid rx was analyzed, and a visual analysis observed the side car rx was torn and pushback 13 mm. Also, the tip was not returned. After functional inspection, the basket wires were found kinked. The reported event was confirmed. Based on all available information, it is most likely due to the excess of force applied on the thumb ring from the handle when trying to destroy the stone. And by this force applied, the working length tends to "retract" itself and therefore, pushing back the side car rx. It is also a possibility that the interaction of the guide wire with the physician technique and the tortuosity of the procedure tore the side car rx at the beginning of the side car channel. Also, the tip of the basket was not returned and after a functional inspection, the wires of the basket was found kinked. It is possible that the manipulation or technique used to interact the device with the patient's tortuosity or anatomy to which the unit might have been exposed. It may have caused the detachment of the basket's tip by an excess of force applied. Depending on how the handle was used, the tip could have been deployed if excessive force was used from the handle thumb ring. It can be a possibility that if the device was used and the stone couldn't be destroyed, the tip got detached as a safety measure. However, this is how the device is supposed to work if the stone cannot be crushed. It's most likely that the hardness of the stone didn't allow the basket to destroy it and the tip released the stone safely. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a gallbladder stones procedure performed on (B)(6) 2024. During the procedure, an alliance handle was used with the trapezoid rx to crush a 1.5 cm stone. However, one of the basket wires detached from the tip before force was applied. A photograph of the device was provided by the customer showing the side car rx (guidewire channel) was torn at the proximal end and was pushback. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event. The patient's condition following procedure was stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a gallbladder stones procedure performed on (B)(6) 2024. During the procedure, an alliance handle was used with the trapezoid rx to crush a 1.5 cm stone. However, one of the basket wires detached from the tip before force was applied. A photograph of the device was provided by the customer showing the side car rx (guidewire channel) was torn at the proximal end and was pushback. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event. The patient's condition following procedure was stable.

Manufacturer narrative:
Block a2: the patient's date of birth is reported to be march 3. Block e1: initial reporter facility name is (B)(6). Block h6: device code a150103 captures the reportable event that one of the basket wires detached from the tip before force was applied.